Event description:
Balloon on vcare manipulator checked and was not sustaining. No harm to patient.another vcare manipulator opened and used with no occurrence.what was the original intended procedure?gyn procedure.device #1is this a laboratory device or laboratory test?no.